Event description:
Boston scientific crm received information that this 4136 right ventricular (rv) lead had loss of capture (loc) observed at high outputs. A lead revision was performed, where this lead was successfully repositioned. To date, no adverse patient effects were reported.